Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, keypad anomaly and insulin squirted out during priming. Customer's blood glucose level was unknown at the time of incident. Customer stated that it was difficult to read the screen of the insulin pump. The customer also stated that the insulin pump had failed battery and unexplained no delivery alerts not due to site issues. Customer stated that the insulin pump rewinds louder during rewind and the buttons are less responsive and harder to press. The insulin pump will not be returned for analysis.